Event description:
Olympus was informed by the sterile processing manager at the user facility that the customer high-definition endoeye ii, autoclavable video telescope has a ¿greenish tint on the screen when it¿s plugged in.¿ the customer reported problem was found at inspection before use. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue. The image is green in color. The inspection also noted there is distal end optical light fiber breakage with minor scratches on the distal edge, dents on the rigid out tube, cracks on the side of the video connector, loose light guide adapter and loose serial ring. Also, the fog free function needs to be upgraded to the latest version. The cause of the green colored image is unknown; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.